Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an anterior cruciate ligament reconstruction, at the time of placing the femoral screw, the 'nitinol guide wire' broke, it was verified during the procedure and the piece of the intra-articular guide could not be seen. The specialist subsequently removed the nitinol guide piece without complications. The procedure was completed with a non-significant surgical delay using the same device. No additional complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per the complaint details, the broken nitinol guide piece was removed from the patient without complication. Based on the information provided, the procedure was successfully completed with a non-significant surgical delay of five minutes using the same device. It was reported the specialist does not generate any complications or adverse events. Since no patient injury was reported, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H6: health effect - impact code